Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On approximately (B)(6) 2016, the customer reportedly received the following results on the compact plus system within 10 minutes: 368 mg/dl and 135 mg/dl. Then on (B)(6) 2016, the customer reportedly received the following results on the same compact plus system within 10 minutes: 530 mg/dl and 88 mg/dl. No adverse event reported. The lot number of the test drum was not provided. Return of the suspect device was requested for evaluation.